Event description:
Had biomet magnum m2a metal on metal total hip replaced (B)(6) 2007. Within 6 months, I had problems with walking. More therapy was prescribed. Could function most days through (B)(6) 2010 but knew I'd pay a price. Since then the time I can function at minimal tasks has dwindled and some days I can't do anything. Now have hip pain, can't hardly walk and general health has deteriorated. Multiple x-rays, bone scan, and blood test by original surgeon. He abandon me (B)(6) 2011 when nothing obvious showed up. Now at a second orthopedic surgeon, and have had MRI, chromium/cobalt ion test and x-rays. Am still negotiating with him to get revision surgery done but he is reluctant because he cannot see obvious problems. This device feels like it's partially out of socket and then pain at socket joint and down the thigh. It's a coin flip each and every morning whether I can function. Other intermittent issues with right leg. Barely able to walk at all. Cannot even walk to my mail box anymore. Virtually zero quality of life!